Manufacturer narrative:
Insulin pump passed displacement test and self test. No audio or vibrate anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had beep and vibrate anomaly. Customer's blood glucose was unknown. Customer stated that short and medium make no noise. Customer was assisted with performing self test and insulin pump did not beep during the tone test. Customer stated that they are having trouble hearing the beep. Customer advised the insulin pump will need to be replaced and refer to back-up plan. The product will be returned for analysis.